Manufacturer narrative:
Sample collection and centrifugation information was not supplied. The customer's calibration and quality control data showed no errors. Bec hotline personnel suggested to the customer to run a di water blank as a test sample to confirm high results. A blank test sample resulting 0.007 g/dl or higher would indicate a problem with the reagent. A new lot of reagent seemed to resolve the problem. Bec sent the customer environmental caps to ensure reagent integrity.

Event description:
A customer contacted beckman coulter, inc. (Bec) to report obtaining erroneously high ethanol (etoh) results for two patients. The results were generated on a unicel dxc 600i synchron access clinical system, used in conjunction with synchron systems alcohol (etoh) reagent (lot m011697). Rerun of patient samples using a different lot of synchron systems alcohol (etoh) reagent (lot m101930) yielded lower results. The elevated etoh results were reported out of the lab but were amended with rerun results. The customer confirmed that there was no effect on patient treatment.